Manufacturer narrative:
Investigation results: device eval by manufacturer: upon receipt at our post market quality assurance laboratory, the 8mm x 20cm interlock .035 was visually and microscopically examined. The main coil was returned and found to be bent and stretched at the primary coil section, and the arm coil was found detached. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to procedure.

Event description:
Reportable based on the device analysis completed on (B)(6) 2026. It was reported that the coil was stretched. The target lesion was located in the hypogastric aneurysm. A 8mm x 20cm interlock .035 was selected for use. During the procedure, the coil was being deployed and repositioned when the physician experienced stretching of the coil. The device had not exhibited any issues upon opening and was used for the first time. During the attempt to reposition, the coil elongated, and removal was deemed the only viable option. The coil was successfully withdrawn from the patient by pulling it out along with the diagnostic catheter. The procedure was then completed there were no patient complications as a result of this event. However, returned device analysis revealed main coil detachment.